Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, the helix could not be extended. The lead was replaced. There where no consequences for the patient.